Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start (post-anesthesia and prior to ports placement) of a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a recoverable error 23118 occurred. Before contacting the tse, the customer power cycled the system, but the issue was not resolved. The tse confirmed the error in the logs pointing to universal surgical manipulator (usm) 4 axis 2. The tse had the customer reposition, exercise usm and perform a system restart including emergency power off (epo), but the issue persisted. The tse advised the customer to disable usm 4. The surgeon agreed to do so and started the procedure with the remaining three usm arms. The procedure was completing as planned with no reported injury.